Event description:
Evaluation revealed a dislodged display screen, partially dislodged force sensor pins and 'no prime' warnings associated with zero force in the pump history.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen, partially dislodged force sensor pins and 'no prime' warnings associated with zero force in the pump history.